Manufacturer narrative:
The other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch head, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient who had previously been implanted with an exeter / mitch combination underwent revision surgery on the left side. The patient was reported to have elevated metal ion levels and pain. During the revision, the surgeon reported black debris and trunnionosis.